Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced several ventricular tachyarrhythmias. Boston scientific technical services (ts) reviewed data from the device and indicated that in one episode, the patient received eight bursts of anti-tachycardia pacing (atp) therapy that could not terminate the rhythm. The device then delivered a 41 joule shock which successfully converted the ventricular arrhythmia. Reprogramming options were provided to the physician based on the episodes this patient has been experiencing. Ts recommended to consider medical therapy or intervention for the treatment of these ventricular tachyarrhythmias. The device remains in service and no adverse patient effects were reported.